Event description:
It was reported that the pump touch screen was cracked and unreadable. There was no reported impact to the customer's blood glucose level. The customer returned the non-functional pump for inspection, and a replacement pump was expected to be sent.